Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed that the bearings were damaged and will not allow a burr to pass through the bore. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that ¿when tenting with the twist drill, what appeared to be bearing parts (6 ball-like parts and 2 plate-like parts) came off from the attachment¿ device. The reporter indicated that all of the ¿broken parts were retrieved¿. No adverse effect on the surgery was reported. There was medical intervention required as a result of this event. The impact on the patient was unknown. It is unknown if there were any delays in the surgical procedure or if a spare device was available for use at the time of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.